Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and abscess. No further patient complications were reported.